Manufacturer narrative:
(B)(4). The b12srt. Sleeve was received for analysis and the obturator was not returned for analysis. We were unable to analyze the device for broken obturator issues without the obturator. It could not be determine what may have cause the reported event. No conclusion could be reached as to how this damage occurred. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the trocar obturator (solid tube for insertion of device) break off? Or did the trocar sleeve (hollow tube of device that instruments are inserted through) break off?

Event description:
It was reported that during a laparoscopic ovarian cysts, the outer obturator was broken off during use. There was a 2-3mm dent on the outer obturator. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.